Event description:
The customer reported to philips healthcare that there was an "interruption analysis by detecting artifacts" while using the heartstart mrx. There was no report patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.